Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. E1: (B)(6).

Event description:
Reference number (B)(6). Event occured in (B)(6). It was reported that the patient faced two infusion sets tubing detachment events on (B)(6) 2025. The tubing got detached from the connector. No furthur information available.